Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced leakage issue on (B)(6) 2026 while sitting. It was stated that the infusion set tubing detachment and infusion set tubing came apart. The detachment was at tubing connector. The site was right leg.